Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Event description:
Baxter received an email notification of complaint with an unknown quantity the ce intermate sv 100 devices. According to the customer, the end of the blue winged cap is broken off at the connection where it meets the tubing. The customer stated that sometimes it appears snapped off. This occured prior to use. No patient involvement or medical intervention. No additional information is available.